Event description:
I had the essure sterilization procedure done on (B)(6) 2014. I have been going to the doctor for several symptoms such as: nausea/vomiting, diarrhea, moderate to severe pain in lower abdominal area, taste of metal in mouth, tingling in legs, a lingering vaginal odor and periodic itching in vaginal area, usual taste in mouth, and painful intercourse. I have gone to doctors with no resolve. After administering tests, they cannot find the cause. So at this point, I have been having symptoms treated. It dawned on me that perhaps the procedure could be the issue so I asked my gyn if he felt this was possible. Just as I assumed, he knew so little about the product, as well as others. I am saddened that doctors are not informed on this procedure. The type of work I do makes it very difficult for me to perform at 100%. In fact, I must have take anti-diarrheal meds and nausea medications daily, since the gastrointestinal doctor said he saw no reason why I should be having these symptoms (he even prescribed some medications for the symptoms), but again treating a symptom without knowing the cause. I strongly feel this implant has to be the underlying cause of these symptoms. I am not a doctor, but I have informed them on each visit and I also present the medical information card that I was given after the procedure was performed.

Event description:
Add'l info received from reporter on 02/27/2020 for report mw5037801. Reporter has updated her email address.